Event description:
It was reported that during an a-fib procedure, a pericardial effusion occurred. It was confirmed by ice and a pericardiocentesis was performed. The patient was in stable condition and was transferred to ICU (intensive care unit).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure a pericardial effusion occurred. The returned device was evaluated for electrical leakage and resistance performance, temperature and generator behavior, for deflection and patency flow characteristics. The analysis results show the catheter met specification. The exact cause of the pericardial effusion reported by the customer could not be determined. IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The device history record (DHR) was reviewed and no anomalies were found. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Attempts to obtain additional information from the customer were performed without success. Investigation is still in process. A supplemental 3500a will be submitted to the FDA as required. Concomitant products: carto xp system us catalog #: m470001 serial #: (B)(4). Cool flow pump us catalog #: cfp002 serial #: (B)(4). Stockert 70 system us catalog #: s7001 serial #: (B)(4). Lasso sas us catalog #: d131209s lot #: 15479866l. (B)(4).